Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for movement disorders and parkinson¿s dual. It was reported that one of the patient¿s implantable neurostimulators (ins) died last monday and was scheduled to have the device replaced on (B)(6) 2016. The patient was told the device would last 4-5 years. It was reviewed with the patient that ins battery life depends on usage and settings. The patient was going to follow up with their healthcare professional (hcp) regarding the issue.

Event description:
Additional information was received from the patient. It was reported that the device lost all power after approximately thirteen months. It was reported that the device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the ins died due to high settings. It was reported that no troubleshooting was performed related to the issue. It was noted that an elective replacement was conducted to resolve the issue.